Event description:
It was reported that cadd legacy plus pump the message of "stop" appeared on the display after start up. After that, the customer noticed operation key was not working. No patient injury reported.